Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the last stim use was about six months ago. The patient had a brain aneurysm since then and was not maintaining their system. The reason for not charging was an unrelated medical issue. The patient recovered their implantable neurostimulator (ins) on their on using physician mode recharge (pmr). The patient charged to 50% the night prior to the report but was showing discharged on clinician programmer so they reviewed having patient charge further and reviewed the need to clear power on reset (por) as soon as possible. The rep would be meeting with the patient again on (B)(6) to check on the system. The week prior to the report, (B)(6) 2016, the patient noticed por on their external component and did the pmr to address the overdischarge. On (B)(6) 2016 the patient was stating that the battery was depleting daily. It looked like they were only charging up maybe half. It was noted that since the patient was only charging all day and only getting up to half, coupling might be an issue. It was suggested that the rep meet with the patient to check the recharging data. On june 13th 2016 the rep reported that the patient was still having issues getting charged. The doctor was planning on removing the entire system and replacing it with MRI compatible components. The patient had cervical issues which need further diagnostic testing that they could not get with their current system. The date has not scheduled for surgery. Other relevant medical history includes non-malignant pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.